Event description:
(B)(4). Same case as MDR ID 2134265-2012-04335. It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 97% stenosis and was 34 mm long with a reference vessel diameter of 3.24 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the 1st obtuse marginal with 85% stenosis and was 28 mm long with a reference vessel diameter of 3.06 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm promus element stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented for angiographic monitoring due to recent onset of signs of cardiac insufficiency and was hospitalized on the same day. Elevated troponin values were observed and a myocardial infarction was reported. An electrocardiogram was not performed and the subject experienced ischemic symptoms. The 97% focal restenosis of the previously placed study stent located in the proximal left circumflex artery (lcx) was treated with balloon angioplasty and placement of 3.5 x 23 mm non-bsc drug eluting stents with 0% residual stenosis. Also the 98% stenosis located in the distal rca was treated with balloon angioplasty and placement of 2.5 x 18 mm non-bsc drug eluting stent with observation of 'no reflow' phenomenon due to distal embolization caused by thrombotic material. 'No reflow' is related to non-bsc stent and not to previously placed study stents. Another 3.0 mm x 12 mm non-bsc stent was placed covering the proximal part of the previous non-bsc stent with 0% residual stenosis. Additionally, the 50% stenosis located in the left main coronary artery (lmca) was treated with balloon angioplasty and placement of 4 x 12 mm non-bsc drug eluting stent with 0% residual stenosis. The subject was treated with medication and dialysis was performed. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).